Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), which was under an advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, had rate histogram episodes with pacing slower than 40 beats per minute. The device was reprogrammed to a non-susceptible pacing mode and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.